Event description:
It was reported that during a laparoscopic hepatectomy procedure, the jaw would not open after firing. The surgeon used another stapler to remove the device. The case was completed with the similar device with no additional pt consequence.